Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device has been in operation for over 9 years. As a result, it is likely the locking mechanism and pins of the receptacle unit were worn out and broke down due to repeated use over time. This causes the electrical contacts of the connectors to become unstable, which interferes with the scope detection signal between the scope and the video processor, which the scope could not be detected leading to image loss. It is likely that a phenomenon in which the image was interrupted occurred due to corrosion of the connector, caused by the user or by leaving foreign matter such as dust, dirt, or remainder of chemical liquid adhered to the connector. Regarding the handling of the scope, the following description is identified in the instruction manual: "make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-si. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The user report was confirmed by the evaluation. The evaluation found worn out pins inside the video connector causing loss of image when wiggling the pigtail. A worn out connector block was causing unsecured connection to the scope. Browning was found on both lamps a and b. The evaluation also identified an aging battery. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the video system was having scope detection problems prior to use. As reported, the video connector was not working and there was no image. No patient harm or impacted was reported due to this occurence.